Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, as the flap procedure was started on the left eye a bubble appeared in the inferior nasal area and worked its way into the treatment zone resulting in an incomplete side cut. The surgeon was able to dissect the flap from the bed but was not able to completely break through an area of side cut from ten to two o`clock. The surgeon used scissors to cut through the side cut and was able to continue with excimer treatment. The flap was returned and repositioned without further issues.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).